Manufacturer narrative:
This product has been returned for analysis. This report will be updated, upon analysis completion.

Event description:
Boston scientific received information that the field representative checked this pacemaker that was in the box, on the hospital shelf. The pacemaker was in safety mode, as 3 error codes were triggered. Data analysis indicated that there was a memory error. This type of error is most often attributable to single event upsets, background radiation, and usually does not indicate a hardware defect. There was no patient involvement with this event.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Interrogation of the device confirmed it was operating in safety core and that brady therapy remained available. Review of device memory identified an error. The error resulted in software resets performed in an attempt to correct an identified memory inconsistency. The cause of the memory inconsistency was not able to be determined through laboratory testing but was likely the result of exposure to radiation, either therapeutic or environmental.